Manufacturer narrative:
Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: investigation result a visual examination of the returned complaint device revealed the balloon was torn longitudinally. The catheter of the device was noted to be kinked. It is possible that interaction with scope and other devices during procedure could create friction on the balloon and causing the reported issue of baloon torn longitudinally and the catheter to be kinked during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the ge junction during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst while being inflated to 18mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the ge junction during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst while being inflated to 18mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.